Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the reported event. In addition to the reported cracking, the instrument was found to be broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
All attune shims have cracked around the metal insert area. This case has been reported by the loan kit technician during loan kit inspection. No further information can be obtained as the case was not reported by the customer.